Manufacturer narrative:
Additional information was requested and the following was obtained: what tissue was being approximated/ sutured when the needle broke? The sacrospinous ligament is sutured. Where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle)? Unknown. What was used to grasp the needle? Unknown. Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located at? Unknown. Were any measures taken to locate or retrieve the broken piece? Like ( x-rays, medical or surgical intervention, re-op) yes, during the operation an MRI was made, the part of the needle was visible on the MRI but the surgeon was unable to get it out of the patient. Are there any plans to remove the needle? If yes, please indicate date. No, if the patient does not suffer from the needle they leave it like this. Was there any additional tissue damage as a result of searching for the needle piece? Unknown. Was the initial procedure completed successfully? And how? Unknown. Will the actual sample be returned for evaluation? Yes. How is the patient today? Unknown.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being approximated/ sutured when the needle broke? Where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle)? What was used to grasp the needle? Does a piece of the needle remain in the patient¿s tissue? If yes, what tissue structure is it located at? Were any measures taken to locate or retrieve the broken piece? Like ( x-rays, medical or surgical intervention, re-op). Are there any plans to remove the needle? If yes, please indicate date. Was there any additional tissue damage as a result of searching for the needle piece? Was the initial procedure completed successfully? And how? Will the actual sample be returned for evaluation? How is the patient today?

Event description:
It was reported that the patient underwent a sacrospinous fixation procedure on (B)(6) 2017 and the suture was used. During the procedure, the needle broke in half and the tip of the needle was lost in the patient. Additional information has been requested.